Event description:
It was reported that the 6800 system would intermittently not boot prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The cpu, hard drive, and passive backplane were replaced. The system was tested and found to be working as intended and put back into service.